Event description:
It was reported that the device was replaced due to eri (elective replacement indicator). During the explant while being manipulated to remove the device from the pocket, there was suddenly no output. After the device was explanted, interrogation was impossible. The device was replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.